Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the server and confirmed that all messages in the database were current, successfully crossing over, and processing without errors. The list of stations not communicating was reviewed on health sight viewer (hsv), and no patient or pharmacy notices were present, indicating no delayed or down messages. Tss contacted the customer and requested that their it team verify any potential network anomalies. The customer acknowledged the request and later no network issues were reported. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode. The customer attempted to troubleshoot the issue by placing the stations into critical override the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.